Manufacturer narrative:
No product issue was identified. It is possible that the alleged samples are at the limit of detection (lod) of the assay. Lod samples could waiver between positive/negative results with repeat testing. The inter-assay discrepancy could occur due to differences in technologies. A batch MDR is being submitted to represent all the samples on a given run. This will represent one event on a single device as per FDA guidance.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for five patient samples while using the cobas sars-cov-2 & influenza a/b v2 test for use on the cobas 58/68/8800 systems. The alleged samples initially generated a positive result for sars-cov-2 and pan-sarbecovirus (influenza a/b negative). The same samples were retested on the cobas 6800 instrument and generated a negative result for sars-cov-2 and pan-sarbecovirus (influenza a/b negative). The same samples were repeated on a competitor assay (grifols panther) which yielded a negative result for sars-cov-2. The initial positive results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.